Manufacturer narrative:
Follow-up #1: date of submission 27-dec-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 26-dec-2019 with the following findings: a review of the pump black box showed cs 054 call service error messages on (B)(6) 2019. The pump was not resumed after the cs 054 error alarm. A visual inspection of the pump revealed the battery compartment was cracked. There was moisture visible under the display lens. A leak test revealed leaks at the battery compartment crack and at the lens seal. During evaluation, the pump powered on with audible tones and constant vibration. The display screen was blank. Further testing was unable to be performed. Due to constant vibrating and blank screen, all required testing for power could not be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Report late due to transition from vmsr program.

Event description:
On 21-jul-2019, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.